Event description:
Caller reported that a pump malfunction occurred without any notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.